Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter (patient does not have meter or supplies anymore) was not powering on. The medical affairs specialist (mas) called and spoke with the patient on the following day and obtained further information. The patient informed the mas that the meter was not powering on for the past 2-3 weeks. About two weeks ago, the patient stated experiencing symptoms of blurred vision and dizziness. She attempted to test on the meter, but it did not turn on. She tried replacing the battery, but the issue persisted. The patient then went to the emergency room and was tested on the hospital meter. However, the patient does not recall the result, but stated that she was told that her "sugars were high". The patient was given " a pill", but she was not sure if it was for her blood glucose. The patient is not on any diabetes medications at home, but is on a "special diet" per her doctor. She mentioned that she felt better after taking the pill. At the time of troubleshooting, it was verified that this was not a new product and there was no meter trauma. The patient had also replaced the battery per the owner's manual. However, the meter issue could not be troubleshoot further since the patient did not have the meter and supplies any more. This complaint is reported because the meter failed to power on even after replacing the battery and that the pt was not able to obtain a result prior to or at the time of experiencing hyperglycemic symptoms. She was treated "a pill" at the emergency room, which made her feel better. A replacement meter, control solution, and test strips were sent to the lay user/patient.